Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a high blood glucose level of 500 mg/dl. It was reported that the customer had to go to the emergency room for high blood glucose. Customer's blood glucose at the time of hospitalization was 466 mg/d. Nothing further reported.